Event description:
As reported, prior to use for an unknown procedure, the inner coil of a flexor raabe guiding sheath unraveled and protruded from the hub. The sheath was flushed, and the user attempted to remove the dilator; however, as the dilator was withdrawn from the sheath, the inner coil came out of the sheath with the dilator. The device did not make patient contact. The procedure was successfully completed with another sheath. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, prior to use for an unknown procedure, the inner coil of a flexor raabe guiding sheath unraveled and protruded from the hub. The sheath was flushed, and the user attempted to remove the dilator; however, as the dilator was withdrawn from the sheath, the inner coil came out of the sheath with the dilator. The device did not make patient contact. The procedure was successfully completed with another sheath. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The prior-to-use complaint device was returned to cook for investigation. The coil was missing from the inside of the sheath, as it had been pulled back through the hub, and protruded from the hub and silicone disc. No damage was noted to the sheath flare. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. The raw material lot passed incoming inspection. A review of complaint history found no additional complaints for this lot number, or on any other lot containing the same raw material lot as the complaint device. A supplier investigation was conducted for the affected component. The supplier found that quality inspection records were acceptable and concluded that the device was manufactured to specification. The customer followed relevant instructions in the IFU (instructions for use). A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.